Event description:
Customer alleged blood glucose results of 324 mg/dl, 107 mg/dl, and 122 mg/dl when testing was performed back-to-back on the compact plus system. The customer reported having no symptoms. The customer did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.